Event description:
The nurse of (B)(6) female patient called zoll customer support to report that the patient¿s battery charger was unable to charge the patient¿s batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: battery charger/modem sn (B)(4) has been returned for device evaluation. The reported problem (unable to charge batteries) could not be confirmed. A supplemental report will be submitted upon receipt of the device and a full evaluation. No adverse event resulted from the reportedly defective replacement battery charger/modem.